Event description:
The pt experienced in-stent restenosis. Images showed a deformation in the stent in the area of restenosis. The stent was originally implanted 12-18 months prior to the event. The pt was treated with pta and a stent placement.

Manufacturer narrative:
The device is implanted and will not be returned. The company representative is attempting to gather the product and pt's weight. A supplemental MDR will be submitted when additional information is received.